Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient received a blood glucose result of 26.5 mmol/l on his insight system. The patient experienced elevated blood glucose symptoms of a severe headache and nausea. The patient was transported to the hospital. The patient arrived to the hospital at 11:30 am and received a ketone reading of 3.5. The hospital treated the patient with saline drips and insulin injections. The patient was discharged from the hospital at 2:00 pm on (B)(6) 2018. The infusion device was requested to be returned for product evaluation.